Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and it was not detected on bus. The field service engineer (fse) had guided the customer through troubleshooting a device malfunction. The fse assisted in identifying and unseating the appropriate connections, then reseated them and performed a system reboot. Post-reboot, the device functioned correctly, with successful verification in the application. The system functioned as intended after the field service engineer assisted the customer to resolve the issues of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the bottom drawer was not on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the bottom drawer was not on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.